Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow keypad button had been intermittently unresponsive and required multiple hard button presses to elicit a response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling was observed. Evaluation revealed that the down arrow and contrast keypad buttons were intermittently responsive. During testing the up arrow and ok buttons were responding as expected. The keypad was removed and evidence of keypad contamination was found under the contrast, down arrow and ok key contacts; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.